Event description:
Slow, steady impedance rise exhibited on the rv coil over past months, from 60 ohms up to 120, currently hovering between 100 and 120 ohms. All other testing is shown to be normal. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).